Manufacturer narrative:
The returned ipg was analyzed and the reported event was confirmed. The returned device was not functional when it was received in the lab. It could not be charged nor establish communication with an rc or cp. An internal electrical test revealed excessive current leakage due to asic u2 and u3 damage. The database analysis could not be performed using an external power source after removing the depleted battery. Both asics were damaged due to exposure to electrocautery during the lead revision. Exposing the ipg to high-voltage transients or high rf (radio frequency) energy can cause this type of damage.

Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2020-03442), the patients ipg would no longer communicate to multiple remote controls. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that at the end of a lead revision procedure (MFR: 3006630150-2020-03442), the patients ipg would no longer connect to multiple remote controls. The physician believed that there was something wrong with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.